Manufacturer narrative:
There was no known patient involvement. The user medwatch report lists the event date as (B)(6) 2009. However, follow-up communication with the customer revealed that the units were sampled in (B)(6) 2016 (exact date is unknown). The date of sampling was chosen as the event date for this report. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer on december 2, 2016, sorin group (B)(4) learned that the unit was sampled in (B)(6) 2016 and tested positive for mycobacterium chimaera. The customer stated that the facility is currently in the process of replacing the machines with devices from a different manufacturer. The units are currently only being used in urgent cases with the determination of use depending on the risk to the patient. Through additional communication on december 5, 2016, the customer confirmed the serial number of the involved device. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On (B)(6) 2016, sorin group (B)(4) received a user medwatch report (mw5065617) stating that the sorin heater-cooler system 3t device tested positive for bacterial contamination. The report states that the facility started culturing their units in 2015 after receiving a notification from the sorin group (B)(4). The report also states that the facility started to change the disinfection procedure to meet the current cleaning and disinfection guidelines. The facility continued these practices until an advisory letter was received from the cdc and the FDA on october 13, 2016, at which point the reliability of the test results were questioned and it was decided that the devices should only be used for emergency cases. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). During follow-up communication, the facility stated that they have attempted to clean the units and have retested them. However, the contact informed livanova (B)(4) that the latest results are not available and may no longer be in the hospital's possession. No further investigation is possible. A review of all the dhrs did not identify any deviations or non-conformities relevant to the reported issue.